Manufacturer narrative:
The field service engineer (fse) observed the fluid leak was due to a loose blood sampling valve knob. The fse tightened the knob and bleached the blood sampling valve for the latron background issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported diluent leaked from the manual aspiration module and on the counter after system startup initiation involving the coulter hmx hematology analyzer with autoloader. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. Patient results were not impacted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.